Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and that an o-ring was on the pneumatic tap. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) was 498 mg/dl to "high" on cgm. Reportedly the customer gave themselves a manual dose injection then went to the emergency room (ER) where they were treated intravenously with fluids of saline and insulin. The customer was released from the ER same day with no permanent damage.